Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 with fault ID 0x2071, with no notable events occurring prior to issue and at least three prior occurrences on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.